Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Section d7: if explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). Incision enlargement. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted with a torn haptic. After that, the incision was enlarged to 6mm to remove the iol and a replacement iol was implanted (same model and diopter size). The operation was delayed for more than 30 minutes. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/13/2018. Device returned to manufacturer? Yes. Device evaluation: the pcb00v product was returned it its original package. Visual inspection using microscope magnification was performed: the plunger and pushrod were observed in advanced position. Lack of viscoelastic material was observed on cartridge. Dent/distortion was also observed at the cartridge tip section. Only one haptic piece was observed detach and stuck on cartridge tube. The pushrod tip overrides the haptic piece in cartridge. The remaining part of the lens was not returned. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).